Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 32.4 mmol/l. The customer had dropped the insulin pump that morning, and did not realize that it stopped working. It was stated that the device cracked at the battery cap connection point. It was stated that the customer was vomiting when admitted, and had a rapid heart rate. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was oeprating wtihin specifications. The device passed all functional testing.